Manufacturer narrative:
The customer¿s complaint of a leak at bifurcation of the trifuse extension set could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported leaks at the bifurcation of the trifuse extension set when infusing an unspecified fluid. It was reported that there was no tools used on the extension set . There was no report of patient harm. The events are occurring in the operating room.